Event description:
The guidewire from smith and nephew disposable hip pack - ref 7209874, lot # 50443086 exp 2017-11 broke off inside of patients hip during procedure. Physician was able to retrieve it with x-ray and remove it from the patient.